Manufacturer narrative:
This correction is being filed to update outcomes attributed to the adverse event.

Event description:
On or about december 1st, 2019 stryker received a report that a patient had been diagnosed with post arthroscopic glenohumeral chondrylosis as a result of a stryker pain pump. There is no documentation to confirm use of a stryker pain pump.

Manufacturer narrative:
Device discarded.

Event description:
On or about december 1st, 2019 stryker received a report that a patient had been diagnosed with post arthroscopic glenohumeral chondrolysis as a result of a stryker pain pump. There is no documentation to confirm use of a stryker pain pump.